Event description:
Customer reports filling set in the morning and noticing same level in evenings. Blood sugars were elevated and was on manual injections for control. Drive mechanism slides freely with spring clip engaged. Does not slide with arms engaged.